Event description:
It was reported to philips that the device would not pick up the 4 lead ECG measurement and will not read the spo2 correctly there was no reported patient involvement/adverse patient impact.